Event description:
It was reported that stent damage occurred. The target lesion was located in a severe calcified right coronary artery. After a non-bsc guiding catheter and a non-bsc guidewire were crossed the lesion, a 3.50x28mm promus element plus was advanced for treatment. However, after several attempts in crossing, it was noticed that the tip of the stent struts were lifted up. The device was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: promus element plus,mr,ous 3.50mm x 28mm stent delivery system was returned for analysis. Examination of the stent identified stent damage. Stent struts in the distal region lifted from the crimped stent position and pulled distally. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of the tip found no damage. Examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in a severe calcified right coronary artery. After a non-bsc guiding catheter and a non-bsc guidewire were crossed the lesion, a 3.50x28mm promus element plus was advanced for treatment. However, after several attempts in crossing, it was noticed that the tip of the stent struts were lifted up. The device was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable.